Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). The power consumption level was checked and noted an extremely high value of power consumption. This device was explanted and replaced. No additional adverse patient effects were reported.